Event description:
It was reported that upon advancing the stent delivery system (sds) over the guide wire, resistance was met. Upon removal of the sds from the guide wire, the tip separated and remained on the guide wire. Reportedly, there was no patient injury.